Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The powered stapling handle was being used for the stomach resection. The stapler was able to fire. When returning the knife to the initial position, it moved slowly. After the jaws opened, the display screen showed exclamation mark on yellow adapter indicator. The surgeon pushed every button, however, the articulated jaws did not return to the straight position and could not removed the device from the trocar. The surgeon used the manual adapter tool and then returned the articulated jaws to the straight position. Then able to remove the device from the trocar. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.